Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an unspecified connection issue between the patient connector of two (2) minicap extended life pd transfer sets and the titanium adapter. This was observed prior to use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted the occlude feet on the main body was broken on one sample. Functional testing including leak and clamp function testing was performed and a leak was observed with the clamp closed and the clamp did not function for one sample. No issues were noted with the second sample. Clear passage testing was performed on both samples and no issues were noted. The samples were attached to in-lab titanium adapters and passed the integrity of seal surface test with no leaks observed, therefore the reported connection issue was not verified for both samples. The cause of the broken occlude feet could not be determined; however, the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.